Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient complained of pain and discomfort. When the physician did the revision, he noted that the sling was not placed correctly from the implant surgery. The rep stated the physician stated "button hole", which meant the sling was not placed around the ramus as should be during the implant. It was instead placed in the sulcus region back into the tissue. Half of the exposed sling was cut out, but discarded at the time of surgery. The other half of the sling was kept in. No new sling was implanted.